Event description:
This procedure was part of (B)(6): the procedure was balloon angioplasty and atherectomy performed on (B)(6), 2012. Embolic occlusion of arteria tibialis anterior, and the arteria fibularis during study intervention. The distal embolism of plaque, thrombus (blood clot) or debris, was clinically significant. No embolic protection was used in the procedure and other endovascular treatment was used: thromboaspiration and pta.

Manufacturer narrative:
A review of manufacture records for this device did not reveal any discrepancies relevant to the reported event.